Manufacturer narrative:
(B)(4). Received 1 used cannula and protective cap of introcan safety pur 24g, 0.7x19mm-ap without packaging. The capillary hub and was not returned for evaluation. Visually inspected the returned sample and found the safety clip detached from the cannula. Noted crimp mark at the cannula. Device history record (DHR): reviewed the device history record and there were no such defect encountered during final control inspection. Sample forwarded to production for further investigation. Preliminary investigation: received one used cannula of introcan safety without packaging. The safety clip for returned sample was detached from cannula. Crimp mark on cannula surface was observed. Received one blood stopper and one protective cap. Catheter hub was not returned for investigation. Clip deformation was not observed. Clip hold diameter and crimp width measurement for g24: the clip hole diameter and crimp width for the complaint sample are within specification. All measurements within g24 specification. Complaint sample inspection: scratch marks were observed at cannula crimp area, it showed evidence of clip presence. Scratch marks were observed at clip hole area. Simulation 1:pulling out the clip using universal tensile testing machine: simulation on pulling out the clip by using universal tensile testing machine. About 15n force was applied in order to pull out the clip from cannula. Scratch marks were observed at cannula crimp area after the clip was pulled out. Scratches mark was observed at clip hole area. Simulation 2: pulling out the clip manually by hand: scratch marks were observed at cannula crimp area after the clip was pulled out. Scratches mark was observed at clip hole area. Ipqc: clip function test specification: clip function test will be conducted by in process quality control personnel based on the test specification. Clip functional failure is not allowed. Final control : clip function test specification: clip function test also will be conducted by qm quality controller personnel at final control based on the test specification. Clip functional failure is not allowed. Conclusion: the cannula crimp width and clip hole diameter measurement are within specification(g24 product). Scratches mark at cannula crimp area were observed. (Similar observation was showed on simulation sample #1 and #2). Scratches mark at clip hole are can be observed. (Similar observation was showed on simulation sample #1 and #2). 100% inspection by the vision systems for the clip on all parts is available at assembly machine, it is unlikely that the defect escape from process. Along the whole manufacturing process, there are no interference/ contact between clip hole and cannula crimping area. Ipqc and final control also conducted clip functional test no failure was encountered. Catheter hub was not returned for further investigation on the failure due to the possible abnormalities inside the catheter hub. Therefore, this complaint is not judgeable. Justification: not judgeable.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to manufacturer b. Braun medical industries (B)(4) for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and there were no defect encountered during in-process inspection and at final control inspection. The process cards also show no abnormalities.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): when it pulled out the inner needle after puncturing the introcan safety 24g, customer noticed that the safety clip stayed in the hub. After that, the patient was punctured again. According to the nurse, she felt a slight resistance when the needle removed. But it was able to remove smoother than usual in this time.